Event description:
During a call to technical support for draining slowly, this peritoneal dialysis (pd) patient reported being off the cycler for 3 months due to an infection. The patient was inquiring if blood could cause the slow drain. While following up with the clinic, it was reported the patient¿s infection was peritonitis and she was hospitalized on (B)(6) 2023 and subsequently discharged on (B)(6) 2023. Additionally, it was noted that the blood was caused by pinching and was cleared by flushing it out. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain, fatigue, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 1g daily for 2 weeks. The pd culture resulted positive for stenotrophomonas maltophilia. The patient¿s white blood cell count was 14,084. The suspected cause of the peritonitis is unknown. The patient was discharged on (B)(6) 2023. The patient required to have the pd catheter (not a fresenius product) removed on (B)(6) 2023. The patient was initiated on in-center hemodialysis (hd) on (B)(6) 2023 until returning to pd therapy on (B)(6) 2023. The patient did have blood-tinged effluent due to the placement of the new pd catheter which was resolved with flushing. The patient was monitored by the pdrn and physician and is now clear with no issues. The patient continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a call to technical support for draining slowly, this peritoneal dialysis (pd) patient reported being off the cycler for 3 months due to an infection. The patient was inquiring if blood could cause the slow drain. While following up with the clinic, it was reported the patient¿s infection was peritonitis and she was hospitalized on (B)(6)2023 and subsequently discharged on (B)(6)2023. Additionally, it was noted that the blood was caused by pinching and was cleared by flushing it out. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6)2023 with complaints of abdominal pain, fatigue, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 1g daily for 2 weeks. The pd culture resulted positive for stenotrophomonas maltophilia. The patient¿s white blood cell count was 14,084. The suspected cause of the peritonitis is unknown. The patient was discharged on (B)(6)2023. The patient required to have the pd catheter (not a fresenius product) removed on (B)(6)2023. The patient was initiated on in-center hemodialysis (hd) on (B)(6)2023 until returning to pd therapy on (B)(6)2023. The patient did have blood-tinged effluent due to the placement of the new pd catheter which was resolved with flushing. The patient was monitored by the pdrn and physician and is now clear with no issues. The patient continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization, pd catheter removal, and temporary transition to hd therapy. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The cause of the peritonitis was not determined; however, stenotrophomonas maltophilia is frequently isolated from water and soil, and from plant and animal materials as well as the patient¿s body fluids (respiratory aerosols or mucous, urine, and wound exudates). This suggests a possible breach in aseptic technique during pd therapy occurred which resulted in contamination and peritonitis. Most cases of pd-related peritonitis are the result of touch contamination where the patient or their helper breaks aseptic technique. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.